Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information revealed, per report, the embolism was most likely due to patient factors (calcium originating from the valve leaflets) dislodged during the procedure.

Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death.  Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta.  Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure.  It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris.  Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. In this case, the cause for the embolic occlusion of the left brachial artery cannot be determined; however, it may be due to patient/procedural factors. Other potential contributing factors are unknown as limited clinical information was provided. There was no allegation or indication a device malfunction contributed to this adverse event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our canadian affiliate, after successful deployment of a 23mm sapien 3 valve, an embolic occlusion of left brachial artery was noted. Loss of pressure waveform on left radial art line and pulse oxymetry in left hand was noted. A thrombectomy catheter was inserted and the circulation was successfully restored to the left ulnar artery. Vascular surgery was consulted and there was a strong ulnar pulse. A decision was made that no further treatment was needed. The procedure was successful.